Event description:
It was reported that the device was used during a low anterior resection, after firing the device, the doctor found the tissue did not cut. The knife did not come out, some staples have come out. Hand sewing was used to complete the case. There was no adverse pt consequence.